Event description:
It was reported that power supply voltage drop test detected, memory 2 battery failure indicated. The event occurred during priming at the patient's home. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed. No repairs needed.